Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an endoscopic division of pharyngeal pouch, the surgeon was able to squeeze the handle, but the device didn't fire, there was a tear in the esophagus due to the device issue, the procedure was extended by more than 30 minutes to fix the tear.